Manufacturer narrative:
The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer was collapsed due to hypothermia. The customer also experienced fever and recovered later. The customer also reported the battery cap and the battery compartment of the insulin pump was damaged due to the collapse. The event involved product(s) mmt-1886. Troubleshooting was not performed. No further patient complications were reported. The customer will discontinue use of the insulin pump. Mmt-1886 was requested and the customer response was that the device will be returned.

Manufacturer narrative:
Unit was received with original battery cap and no damage to the battery cap was noted. P-cap locked in place properly during testing. However, unit was received with partially broken retainer and missing o-ring for the reservoir tube. Unit was successfully uploaded to carelink. Unit was received with the following cosmetic damages: cracked case (battery tube), cracked case-corner of belt clip rails, label damage (faded), cracked case ¿ display window corner, battery tube threads - cracked, cracked case, cracked keypad overlay, scratched case, and pillowing keypad overlay. In summary, customer allegations for damaged battery cap were not confirmed when unit was received with original battery cap and no damage to the battery cap was noted during visual investigation. However, customer allegations for cracked case battery tube were confirmed when cracked case (battery tube) and battery tube threads - cracked were noted during visual inspection. Additionally, unit was received with retainer ring damage, including a partially broken retainer and a missing o-ring. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.